Manufacturer narrative:
Reporting address & institution phone #: (B)(6).

Event description:
It was reported that the ventilator did not enter standby mode even though the circuit was disconnected from the main body airflow port. There was no patient involvement. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10: the manufacturer¿s international service technician could not duplicate the reported issue. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.